Manufacturer narrative:
A photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. 5 retention samples were from the affected batch were tested for leakage by 800mm and 45psi system pressure per product specification. No leakage was observed in any retained samples. The batch record was reviewed, no related abnormalities were found. Review of a previous investigation has shown that the septum can become aged at higher temperatures during transportation and storage. However, the root cause for this event could not be determined because the affected unit was not returned for review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported during use of the bd intima-ii¿ closed IV catheter system ¿when puncturing the patient, the nurse found septum leakage then removed the needle. A total of four cases occurred in one to two months, all were in the same batch.¿ there was no report of injury or medical intervention.